Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow rate testing was performed, and the flow rate of the device was found to be within specification. The event history log review was performed. An event occurrence date was not provided, however the last day of customer use (july 27th 2023) revealed multiple infusions programmed at a rate of 200ml/hr and a vtbi of 20 ml the infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed calibration volume testing at 17.3 ml when the expected volume should have been 20 ml. There was no patient involvement. No additional information is available.